Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that from the user facility that in unspecified timing, the bending section cover of the subject device was torn and the broken internal metal part was sticking out from the inside of bending section cover of subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there was possibility that this phenomenon was attributed to the access to the ureter or calix with the excessive force while the bending section was angulated. If additional information becomes available, this report will be supplemented.